Event description:
It was reported that during set up, prior to a da vinci s surgical procedure, the precise bipolar pyramid tip instrument had loose bipolar prongs.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the bipolar insert to be missing from the back end of the instrument. The pins and conductor wires are sticking out od the chassis as a result. Electrical continuity passed. An additional observation not reported by the site but observed during failure analysis was that the instrument main tube is damaged. The distal end of the main tube has a 4.25 inch long section with material removed on one side. The damaged area is parallel to the tube axis and has a rough surface finish. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.